Manufacturer narrative:
By checking the manufacturing and the sterilization charts of the lot#s involved, no anomaly was found. Therefore, we can state that all the components have been properly sterilized before being placed on the market. This is the first and only complaint received with these lot #s. We will submit a final report once the investigation will be completed.

Event description:
Revision surgery of hip replacement due to infection occurred in (B)(6) 2019. During revision surgery, the following components were explanted: 5886.51.260 delta protr.liner øint 36mm #l lot #1108845; 4225.15.230 sam fit-collo lat.lungo (not marked in USA); 5551.25.541 delta-pf acetab.cup (not marked in USA); no info available regarding the root cause of infection and the other involved components. Primary surgery was performed in 2012. Event happened in (B)(6).

Manufacturer narrative:
Check of the dhrs: by checking the sterilization charts of the lot involved, no anomaly was found on a total of 42 delta-tt acetab.cups manufactured with lot #1702220, ster. 1700133. Therefore, we can ensure that all the components manufactured with this lot/ster have been properly sterilized before being placed on the market. Explants analysis: explants were not available to be returned to lima corporate for further investigation. X-rays analysis: no x-rays available. With the very few info received, a deeper investigation of this case is not possible. Based on the check of the manufacturing/sterilization charts and on the info reported by the complaint source (presence of bacteria klebsiella), we can speculate that this event is not product related. Furthermore, our instruction for use (always provided together with the implant) clearly specify that lima components should not be used with components from other manufacturers. Pms data: we are aware of a total of 15 cases of revision surgeries due to infection involving a delta tt acetabular cup belonging to the family with codes 5552.15.xxx on a total of more than 73500 delta tt acetabular cups sold ww since 2007, giving a specific low revision rate of (B)(4). None of the cases we could investigate was classified as product related. No corrective actions planned for this specific case. Lima corporate will keep monitored the market.

Event description:
Hip revision surgery performed on the (B)(6) 2019 due to infection. Previous surgery was performed on the (B)(6) 2019 and was also due to infection (lima complaint #142/19). During current revision surgery, all the following implants were removed: delta tt acetabular cup code #5552.15.560, lot# 1702220, ster. 1700133 (originally implanted on (B)(6) 2017); delta liner (not marked in USA, originally implanted on (B)(6) 2019); femoral head and stem (not manufactured by lima corporate). In details, clinical history of the patient can be summarized as per following: primary surgery performed on the (B)(6) 2017. A lima competitor's ceramic femoral head was implanted together with a lima delta tt acetabular cup dia.56mm and a lima delta neutral liner dia. 40mm #large; 1st revision surgery due to infection performed on the (B)(6) 2019. During revision, only the lima biolox delta liner dia. 40mm #large (not marked in USA) and the biolox femoral head (not manufactured by limacorporate) were explanted, whereas the delta tt acetabular cup was left in situ. The joint was washed out and a new lima liner of the same size was implanted (limacorporate complaint reference #142/19). Second revision surgery occurred on the (B)(6) 2019 (current report). According to the info reported, surgeon planned to implant a spacer as per first stage revision, but during surgery changed the surgical plan and implanted a new delta tt cup and liner. By swab analysis, bacteria klebsiella was found as responsible for the infection no additional info received by the complaint source. Event occurred in australia.